Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that one day after placement, the catheter broke inside of the patient. It is unknown if the patient pulled the catheter out. A distal fragment was removed during a cystoscopy.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection observed the catheter was cut and broken at the distal end. How and when problem occurred could not be determined. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿warnings] 1. Method for use: (1) do not inflate the balloon in the urethra. [The urethra may be injured.]. (2) do not pull the catheter hard. [The bladder/urethra may be injured.]. 2. Applicable patients: (1) patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.]". H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that one day after placement, the catheter broke inside of the patient. It is unknown if the patient pulled the catheter out. A distal fragment was removed during a cystoscopy.